Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The needle mechanism assembly components were thoroughly observed, and no damages or defects were observed that would cause the needle to deploy early, nor did the download data indicate this. It could not be determined when the device deployed. The needle mechanism was observed to be working as intended. The cause of the reported event could not be determined.